Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, and rupture.

Event description:
Patient reported right side rupture, grade 4 capsular contracture, and "scattered areas intra capsular fluid." The device has been explanted. Patient additionally suffered "endometriosis in the past few years" with hormonal treatment which is unrelated to the implant.